Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The device passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement test. The device had stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap was flush . The customer¿s blood glucose 63 mg/dl. Customer was also reports that the insulin pump had change battery alarm and declined to troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.